Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / possible migration of the right essure coil / probable malposition of essure device') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent a thermal endometrial ablation and attempted essure" on (B)(6) 2010 and device difficult to use "manipulator would not pass, multiple attempts were made with essure device" on (B)(6) 2010. The patient's concurrent conditions included d & c since (B)(6) 2010, endometrial ablation since (B)(6) 2010 and fallopian tube stenosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("doctor did not ultimately deploy the essure coil into the left fallopian tube for fear of perforation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain caused by the implantation of the essure/pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, complication of device insertion and genital haemorrhage outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device insertion, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: after ultrasound result, removal of the device was discussed, however doctor recommended against removal as he believed the risks of removal were greater than the risks of complications associated with the device and risks associated with other conditions like her lupus. Plaintiff continues to suffer from pain caused by the implantation of the essure device and is searching for a physician to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: possible migration of the right essure coil. Ultrasound scan - in 2016: results: probable malposition of the essure device. Diagnostic results: on (B)(6) 2010 plaintiff underwent a hysteroscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / possible migration of the right essure coil / probable malposition of essure device') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent a thermal endometrial ablation and attempted essure" on (B)(6) 2010 and device difficult to use "manipulator would not pass, multiple attempts were made with essure device" on (B)(6) 2010. The patient's concurrent conditions included d & c since (B)(6) 2010, endometrial ablation since (B)(6) 2010 and fallopian tube stenosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("doctor did not ultimately deploy the essure coil into the left fallopian tube for fear of perforation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain caused by the implantation of the essure/pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, complication of device insertion and genital haemorrhage outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device insertion, device dislocation, genital haemorrhage and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: after ultrasound result, removal of the device was discussed, however doctor recommended against removal as he believed the risks of removal were greater than the risks of complications associated with the device and risks associated with other conditions like her lupus. Plaintiff continues to suffer from pain caused by the implantation of the essure device and is searching for a physician to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: possible migration of the right essure coil. Ultrasound scan - in 2016: results: probable malposition of the essure device. Diagnostic results: on (B)(6) 2010 plaintiff underwent a hysteroscopy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jun-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device / possible migration of the right essure coil / probable malposition of essure device') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she underwent a thermal endometrial ablation and attempted essure" on (B)(6) 2010 and device difficult to use "manipulator would not pass, multiple attempts were made with essure device" on (B)(6) 2010. The patient's concurrent conditions included d & c since (B)(6) 2010, endometrial ablation since (B)(6) 2010 and fallopian tube stenosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("doctor did not ultimately deploy the essure coil into the left fallopian tube for fear of perforation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / pain caused by the implantation of the essure/pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, complication of device insertion and genital haemorrhage outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device insertion, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: after ultrasound result, removal of the device was discussed, however doctor recommended against removal as he believed the risks of removal were greater than the risks of complications associated with the device and risks associated with other conditions like her lupus. Plaintiff continues to suffer from pain caused by the implantation of the essure device and is searching for a physician to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: possible migration of the right essure coil. Ultrasound scan - in 2016: results: probable malposition of the essure device. Diagnostic results: on (B)(6) 2010 plaintiff underwent a hysteroscopy. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: new event added-abnormal bleeding based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.